Event description:
The customer stated that the insulin pump was submerged in water and water got inside the screen. The customer also stated that the insulin pump gave an alarm. The customer reported a blood glucose reading of 200 mg/dl.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronic assembly.